Manufacturer narrative:
Section a2, a3, a4, and a5: patient identifiers were not collected or recorded and therefore are not available. Section d4: model#: unknown, as product serial number was not provided. Section d4: catalog#: unknown, as product serial number was not provided. Section d4: serial#: unknown/ not provided section d4: expiration date: unknown, as product serial number was not provided. Section d4: UDI #: unknown, as product serial number was not provided. Section d6a: implant date: unknown, as information was requested but not provided. Section d6b: explant date: unknown, as information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the handle (haptic) of the intraocular lens (iol) broke off. After implantation and viscoelastic washing, the haptics had difficulty separating from the optical part. Additionally, the lenses experienced difficulty passing through the cartridge. The customer indicated that there were no changes in the use of the device. There was no adverse patient outcome reported. Account indicated that the problem was observed at the moment of iol implantation. There was no resistance with this lens, but resistance has often been observed with other iols at the moment of implantation when the iol passes through the cartridge. The separation of the haptic from the optical part of the iol was immediately detected. The haptic elements are mostly glued to the optical part. The optical part itself has the outer edges curled towards the middle. Most often, it is necessary to mechanically separate the haptic element from the optic. In this case, the haptic element was immediately separated from the optic inside the eye. However, per updated information the lenses were removed and replaced within the same procedure. No further information was provided. This file was created to cover the unknown events. A separated report will be submitted for the iol mentioned.